Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4).it was reported that post a coronary artery stenting treatment procedure the patient died. The 60% stenosed target lesion was located in the left main artery (lm). The reference vessel diameter was 4mm and the lesion length was 16mm. There was no attempt made for direct stenting. A 4.00x16mm liberte stent was implanted. Residual stenosis was 2%. The stenting procedure was a technical success. The patient was discharged the next day with no anginal complaints or silent ischemia. The discharge medications were asa 100mg indefinitely and clopidogrel 150 mg for 8 months, heparin and iib/iiia agents. The patient experienced cardiac death on the day of discharge.